Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for follow-up and upon interrogation, out of range high voltage lead impedance was observed. The device was reprogrammed; lead remains implanted.